Event description:
It was reported an infection occurred in the pump pocket. It was said the infection occurred simultaneously with a methicillin-resistant staphylococcus aureus (mrsa) infection of the hand. The health care provider indicated it was "likely" these infections were related. The pump was explanted and the patient was given intravenous (IV) antibiotics. No new devices were placed after that event. The pump had morphine 10 mg/ml delivering at a rate of 2 mg/day. She had no further information to provide about these events.

Manufacturer narrative:
Product ID 8709, serial #(B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).